Event description:
Indication: drug induced subacute dyskinesia. Reporter of adverse event: nurse from long term care facility. Summary of adverse event: hospitalized for "issue with his catheter". Date of occurrence: (B)(6) 2021. Md aware and drug therapy continues unchanged. Reported to (B)(6) by health professional.